Manufacturer narrative:
Duplicate of 3003832357-2023-00847 our reference (B)(6).

Event description:
It was reported to philips that the device will not turn on. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.